Manufacturer narrative:
(B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Preliminary analysis showed that: -the reported transient asystole upon lead connection could not be confirmed based on the available data. The possible hypotheses to explain the reported behavior could be: external noise sensing during implantation procedure, improper lead connection or lead micro-displacement. None of them could be further investigated, nor confirmed with certainty. -the oversensing episode recorded on (B)(6) 2015 was related to the pacemaker hardware specifications leading to a transient phenomenon which could only occur upon activation of the rate response feature (with mv sensor), i.e. Under medical supervision.

Event description:
It was reported that a patient's pacemaker did not seem to properly capture the heart signal upon connection of the lead, resulting in a prolonged asystolic pause. The pacemaker started to pace when touching the skin. It was reported that a v burst episode was recorded around set-screw tightening time.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that a patient's pacemaker did not seem to properly capture the heart signal upon connection of the lead, resulting in a prolonged asystolic pause. The pacemaker started to pace when touching the skin. It was reported that a v burst episode was recorded around set-screw tightening time. Review of the provided patient files revealed 2 episodes of 8hz oversensing which occurred few days after the implant date.